Manufacturer narrative:
Associated MDR: 1219977-2015-00257 in error. Corrected associated MDR: 1219977-2015-00266.

Manufacturer narrative:
Per the article, this case series demonstrates that treatment of complex aorto-iliac occlusive disease with covered balloon expandable stents can have acceptable results with good patency and good clinical outcome. Secondary patency rates are comparable to open surgical revascularization, with lower morbidity. Associated MDR: 1219977-2015-00257.

Event description:
Article received: outcomes of covered expandable stents for the treatment of tasc d aorto-iliac occlusive lesions. Vascular onlinefirst, march 26, 2015. This study was intended to report experience with covered balloon-expandable stents for treatment of trans atlantic inter-society consensus (tasc d) lesions of the abdominal aorta and common iliac arteries. 30 patients underwent aorto-iliac stenting from march 2010 to september 2012. Per the article, this case series demonstrates that treatment of complex aorto-iliac occlusive disease with covered balloon-expandable stents can have acceptable results with good patency and good clinical outcome. Secondary patency rates are comparable to open surgical revascularization, with lower morbidity. As per the study, four of the iliac stents developed stenosis within the follow up period. Three required re-intervention and one had conservative management.